Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue: patient does not believe the pump is working appropriately. Blood glucose (bg) levels have been increasing. Patient says that they have been running in the 300mg/dl, no symptoms. Patient says that within this week he has changed out his site several times in one day because he thought maybe it was his site. Even after site change, he didn¿t notice a difference with his blood glucose levels decreasing. Patient changes his site every three days, denies any site issues, tries to corrects his high levels via the pump but still doesn¿t notice a difference. Patient confirms that he is using insulin that is within date. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no insulin delivery defect was found. The pump history shows the last bolus and the last basal were delivered (B)(4) 2013. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used.. Pump successfully completed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately unrelated to the complaint, a pinkish contrast was observed on the display screen, and a crack near the case seal of the battery compartment was observed.